Event description:
It was reported that during setting up for an orthopedic knee surgery the truliant femoral impactor head locking that would not lock the tamp head due to being broken. The sales representative was present at the surgery and reported no device fragments fell into the surgical site as the event occurred during instrument set up. The surgery continued and was completed without additional issues. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event. The agent/agency is no longer active with exactech. No additional information is available to further investigate this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The instrument was returned or analysis and after evaluation it was found the cap screw and washer were missing from the assembly. All other aspects of the device appeared unremarkable. CAPA(B)(4): investigation revealed that the failure of the cap screw was directly related to inadequate welding between the cap screw and the washer subcomponent applied during manufacturing assembly. There was only a minimal spot weld applied which was vulnerable during impaction use. A review of the print showed the weld requirement was called out as "tack weld", which was not specific enough and left room for interpretation. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was likely due to normal use and subsequent sterilization cycles which led to the weld breaking. Information was not provided for: pt. Info.